Manufacturer narrative:
Vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, discovering that a maxtec o2 (oxygen) sensor was installed in the unit and replaced it with a vyaire brand. Both the extended systems test and the leak test were successful. Performed an o2 concentration test and discovered that the mid-range fio2 (fraction of inspired oxygen) was off by 5% when compared to the flow analyzer reading. Open the unit to calibrate the o2 blender and the internal o2 sensor. O2 regulator was adjusted. Per avea's service manual, all est (extended systems test) and ovp (operational verification) procedures were completed and all tests passed. The o2 readings on the flow analyzer and the monitor fio2 were both within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was having a high fio2 (fraction of inspired oxygen) issue. Furthermore, patient was removed from the ventilator with no patient harm associated with the reported event.